Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event. No further investigation is warranted at this time. A review of the device history record was performed which confirmed no inconsistencies. (B)(4).

Event description:
It was reported that during a procedure, upon insertion, the tip of the inserter was lodged in the anchor being left behind in the implanted anchor. The tip was removed with a rongeur without incident. No patient injury or complications were reported.